Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
It was reported that the unit would not power up. There was no patient involvement.

Manufacturer narrative:
G4: 06apr2020 b4:(B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse performed and internal and external inspection and found that all parts were connected properly. The fse then checked the ac power and found that 120 volts were present at the supply input. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the issue was resolved. The device error logs revelated no failure codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.